Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a tuberculin syringe. The customer reports that while injecting into the pts toe, the needle detached from the hub and medication leaked from the syringe.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.